Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on, and the customer checked and replugged the cables. As per part investigation, it was determined that he failure of the assy power module med was attributed to fluid ingress causing contamination and thermal damage to the capacitor, which prevented power supply and resulted in the station remaining off. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 05-may-2014, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of medes station not turning on (rss showing offline) was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (B)(4), the field service engineer (fse) reported that device was blank with no power at all and could not be rebooted. After troubleshooting, it was determined that the power supply was not functioning properly. Once a new power supply was installed, the device immediately booted up and operated as expected. Hta verification was completed, and the pharmacy successfully recovered the drawer with no issues. During dchu visual inspection: pn 136617-03: the unit was received with no signs of external physical damage, broken connectors, broken wire harnesses, missing screws, missing components, dents or other anomalies. During dchu testing: pn 136617-03: testing was evaluated on an esd protected surface and powered on for startup verification; however, no power was observed and the unit did not turn on. The fan showed no rotation or movement due to lack of power; therefore, no further functional testing was performed. Internal inspection: the power module was disassembled, revealing a burn mark (black residue) on the internal top cover. The pcba power distribution showed thermal damage on capacitor c47, and the opposite side of the board presented evidence of fluid ingress. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). The root cause of the reported issue medes station not turning on (rss showing offline) was identified as a failure of the assy power module med (pn 136617-03), where internal inspection revealed evidence of fluid ingress that likely caused contamination within the power distribution circuitry, leading to thermal damage of capacitor c47 and ultimately preventing the module from supplying power, resulting in the station remaining off.